Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported fuzzy/blurry image issue could not be determined, however, the issue was likely due to a leak at the biopsy channel causing an electrical component issue. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection- the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter.3.1 the workflow of preparation and inspection- the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter.5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿ .if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of flickering image was confirmed and the image was okay after aeration. The device evaluation found the following: leak from biopsy or instrument channel, scratch on switch 1, reduced angulation, control knob movement is loose, there is a distal and plastic cover dent, objective lens chip at the edge with old glue, two light guide lens have fluid inside, bending section cover or distal sheath rubber glue is cracked, bending section has corrosion bending mesh, minor dent on the insertion tube, and the scope advanced diagnostic is dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the that entire image of the gastrointestinal videoscope is fuzzy/blurry, the subject cannot be recognized and image does not return. The issue was found during preparation for use in an unspecified diagnostic procedure. There were no reports of patient harm.